Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken curved blade. The broken piece measuring approximately 0.52" x 0.10" was not returned. Blade damage may be detected by the generator with a solid tone or an error. The complaint was confirmed by failure analysis. Review of the provided image was consistent with the instrument missing part of the tip.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument's head broke. The procedure was completed using a backup harmonic ace with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and confirmed that the harmonic ace instrument was found to have a broken tip during pre-use inspection. There was no patient injury.